Event description:
A surgeron has reported that a memory lens implanted in the right eye of a pt in 2000 has been explanted due to opacification in 2004. Endothelial cell count reported as 2283 pre-operatively, 2570 post-op in 2004. Prognosis reported as good. No further info is available at the time of this report.